Event description:
For the last 8 years I have experienced severe lower left quadrant pain so severe at times that it impeded walking, sitting, or standing. Dizziness, numbness in extremities, migraines, nausea, fatigue, lethargy, irregular periods (not coming, lasting only three days, coming at different times each month, ending just to begin again a day or two later, lasting for up to two weeks, etc), excruciating cramping with no history of cramps at all, large clots resembling raspberry jam, positive pregnancy test when not pregnant, foot and leg swelling, extreme weight gain ((B)(6) pounds 6 weeks after giving birth to (B)(6) lbs. Currently) resistant to loss efforts, bloating, tooth loss and decay, wild and uncontrollable mood swings, hair loss, heart palpitations, urinary incontinence, gerd, and acne. None of these symptoms were present prior to implantation. Symptoms occurred gradually. Will need removal surgery as lt coil migrated, rt coil missing.